Event description:
It was reported that a male underwent a revision surgery due to the nail fracturing 3 months post op.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.